Event description:
It was reported that the patient had transferred care to a different hospital and received a heart transplant on (B)(6) 2025. It was unknown if the outcome was device or therapy related.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.